Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: as mentioned in the event description, no further information can be provided. What was the name of the procedure? What was the procedure date? Can you identify the product code of the device? What is the lot number? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify was there any adverse consequence associated with the patient? What was used to complete the procedure? Could you please confirm how many sutures are involved in this event?.

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. Intra-operatively, the thread broke. There were no patient consequences reported. There is no further information available.